Manufacturer narrative:
January 29, 2026 the incident concerns two devices: one medical device recovered and one medical device discarded. Visualization of the defect on the recovered product: breakage of the white suture. No clinical consequences to the patient - no additional surgery - the patient did not retain any part of the defective devices - delay on surgery over 30mn (stipulated in the incident report). Verification of manufacturing data: on (B)(4) devices assembled - 2 braids damaged before use / discarded - no rejects after assembly - no incidents during manufacturing process - the batch complies with expected specifications. Awaiting further information before analyzing the incident and assessing the recovered device.

Event description:
(B)(4). Incident occured in vietnam. Complaint description: "the fixation loop ruptured while tensioning and pulling the graft into the tibial tunnel in an acl reconstruction surgery". Additional information / circumstance: "the graft had already been successfully passed through and secured in the femoral tunnel. As the surgeon applied tension to pull the graft into the tibial tunnel, the loop ruptured".